Event description:
The customer reported that the system need to pull images from hard drive. No pt injury waas reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.